Manufacturer narrative:
The lead was received and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that during the implant procedure, the helix on this right atrial (ra) lead did not extend properly when it was in the atrium with a j-shaped stylet inserted. After several tries, the helix finally extended and lead measurements on the pacing system analyzer (psa) were within normal range. However, when the lead was connected to the device, sensing and pacing were not proper and the ra pacing impedance measurements were greater than 3,000 ohms. The connection was rechecked and the terminal pin was well inserted into the device header. As the issues could not be resolved, this lead was removed and a competitor's lead was implanted. While outside of the patient's body, the helix mechanism on this lead would not extend or retract. A dysfunction of the helix mechanism was suspected. The physician also noted the patient likely had calcification of the atrial wall. No adverse patient effects were reported.

Manufacturer narrative:
The lead was received and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the implant procedure, the helix on this right atrial (ra) lead did not extend properly when it was in the atrium with a j-shaped stylet inserted. After several tries, the helix finally extended and lead measurements on the pacing system analyzer (psa) were within normal range. However, when the lead was connected to the device, sensing and pacing were not proper and the ra pacing impedance measurements were greater than 3,000 ohms. The connection was rechecked and the terminal pin was well inserted into the device header. As the issues could not be resolved, this lead was removed and a competitor's lead was implanted. While outside of the patient's body, the helix mechanism on this lead would not extend or retract. A dysfunction of the helix mechanism was suspected. The physician also noted the patient likely had calcification of the atrial wall. No adverse patient effects were reported.